Manufacturer narrative:
Note: this report was reported late because the complaint handling unit was receiving it late. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to (B)(6) medical ag: interaction panel blackout for 2-3 sec (hmi reset).

Event description:
The following was reported to hamilton medical ag: interaction panel blackout for 2-3 sec (hmi reset).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion:fsn was initiated: z-0267-2023 (september 22, 2022):in very rare cases, the backlight of the hamilton-c6 display may fail. This isattributable to a reset of the hmi controller (hmi reset) which causes the display tofail for 2-3 seconds. The device's ventilation function is not affected by this.